Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: rupture: observed one opening in device on the anterior side assessed as fold flaw opening. Lump/nodule-ndr: not applicable as the event is not related to the device. Additional observations. Crease fold observed on the device. Non penetrating nick (stress marks).

Event description:
Healthcare professional reported right side rupture. Patient's spouse reported "a lump on the right side that was tested and benign"- not device related. Device has been explanted and replaced.

Event description:
Healthcare profesional reported right side rupture. The device remains implanted.